Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was broken the tip of drill during drilling. The broken tip was remains in patient. Another new drill was used and continuing the procedure. The broken tip was remain in patient.

Manufacturer narrative:
The reported event that was alleged of could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device order and device inspection record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was broken the tip of drill during drilling. The broken tip was remains in patient. Another new drill was used and continuing the procedure. The broken tip was remain in patient.